Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to the haptic being de-centered in the sulcus causing poor vision. Additional information was requested.